Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: a review of the pump history showed a call service 052 alarm. During testing a call service 052 alarm occurred. The pump was opened to find corrosion in the battery compartment and on the printed circuit board. The call service alarm was due to moisture damage. Unrelated to the original complaint, the battery compartment was cracked alongside the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.